Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03738 / 03740).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to pain. On (B)(6) 2014, patient underwent a second revision procedure due to dislocation. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.